Manufacturer narrative:
It was reported that the patient has a dislocated poly insert. Additionally, the patient has a possible infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has a dislocated poly insert. Additionally, the patient has a possible infection. A revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
It was reported that the patient had a dislocated medial poly insert. Additionally, it was reported that the patient had a possible infection. A revision surgery occurred to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met. Returned device evaluation: the retrieved inserts were returned for investigation. Visual examination of the profile surface, articulation surface and posterior interlock area of the medial poly insert revealed damage. Visual examination of the medial insert locking tab revealed minimal to no damage. There appear to be no signs of damage or deformation that would suggest the locking tab had failed to retain the insert within the tray. The locking tab geometry appeared to be intact and should have allowed for proper assembly to the tibial tray. Cause of reported dislocated poly insert cannot be conclusively determined from the available information.